Event description:
It was reported that during a routine generator change, the physician was unable to get the pace/sense portion of the right ventricular (rv) lead into the port of the replacement device. The patient was paced off of the analyzer to restore rhythm and the physician tried putting the pace/sense portion of the existing right atrial (ra) lead into the port of the device to see if an impedance reading could be obtained. The ra lead would not advance into the port either. The set screw was backed out all the way and the rv and ra leads were tried again unsuccessfully. The device was attempted but not used. A new device was selected and the rv and ra leads slipped right into the header. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.